Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (code 204) was confirmed. Upon eval, the trunk connector was cracked. The root cause of the cracked connector could not be positively determined, but is likely the result of excessive force. Device eval of electrode belt (B)(4) has been completed. The reported problem (wire came out) was confirmed. Upon eval, the rear-1 wire therapy electrode was torn from the rear 2-wire therapy electrode. The root cause for the damaged wire cannot be positively determined, but is likely the result of excessive force. No adverse event resulted from the defective electrode belts. The pt received replacement electrode belts. Device manufacture dates: electrode belts (B)(4) 2010, (B)(4) 2011.

Event description:
A (B)(6), pt, contacted zoll customer support to report an unrelated issue. Customer support reviewed the pt's download and found multiple occurrences of service code 204, indicating that the belt wasn't making a secure connection with the monitor. The pt was issued a replacement electrode belt. The pt then contacted zoll customer support to report a problem with his replacement electrode belt. A wire had come out of the belt. The pt was issued a replacement electrode belt.